Event description:
It was reported that during a rotator cuff repair surgery the metal probe of the device peeled away from the probe shaft during use of the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the active electrode was bent. Functional testing was not performed due to the damage to the device. The cause of the reported failure is product design/engineering.